Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was dropped, and subsequently an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.